Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. How was the cement prepared for use? -vacuum cement bowl. B. What equipment was used to prepare / mix the cement? -summit mixing bowl under vacuum. C. What was the timing to mix and the time between mixing and setting? -35-40 seconds of mixing, handed for use at one minute. At this point the cement still felt slightly sticky like it was still in its mixing phase. The cement seemed to set slowly and then set very quickly between 5-6 minutes. D. What equipment was used to deliver the cement? -depuy customer services courier. E. What was the storage temperature of the cement prior to usage? -controlled storage at hospital below 25 degrees. F. What was the or temperature during use of the cement? -approx. 20degrees. G. Can you provide the quantity used of the cement product? No.

Manufacturer narrative:
Product complaint # (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
They've said that it appears to be setting extremely slowly, then all of a sudden it will set completely.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received" they've said that it appears to be setting extremely slowly, then all of a sudden it will set completely." A manufacturing record evaluation was performed for the finished device product code: 3325040 lot number: 4170440, and no non-conformances / manufacturing irregularities were identified. Manufacturing date: 04 may 23, expiry date: 30 apr 26, quantity: (B)(4). Device history reviewed: there were no non conformances associated with the batch. Final micro and sterility tests passed. Product met all quality control acceptance criteria. Product checked: retained samples. Required testing: tm-t150 cement handling the retained samples were tested in a temperature and humidity-controlled laboratory. Dough time: 46 secs (spec: 1 min 30s max) mix characteristics: firm setting time: 5 min 20 secs (spec: 4 min to 6 min). The cement mixed and behaved as expected for the product type and met appropriate specifications (ms-005 depuy cmw 2g gentamicin bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device product code: 3325040 lot number: 4170440, and no non-conformances / manufacturing irregularities were identified.